Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump has a crack on the upper left corner of the screen all the way to the back of the device. The customer stated that the drive support cap always was popping out and the customer pushed back in to work it. No further information was provided.